Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Updated fields: h3, h6. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that there were some delays with the procedure but the details were unknown. There were no further reports of patient harm.

Manufacturer narrative:
E1-faciltiy name:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown diagnostic procedure, the subject clip dislodged and fell off into the patient's body before gripping the target site. The clip was retrieved successfully. The procedure was then completed with a similar device. There were no reports of patient harm.